Manufacturer narrative:
Concomitant products: 5071-53 lead (x2) implanted (B)(6) 2014; 1388t lead implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and had previously required a non-specific repair. The rv lead remains in use. No patient complications have been reported as a result of this event.